Event description:
It was reported that during a thoracotomy procedure, the device would not open. No additional info is available, as to how the device was removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.